Manufacturer narrative:
Qn#(B)(4). N/a other remarks: n/a corrected data: n/a.

Event description:
It was reported that "while teaching an iabp class today, rn reported a confirmed iab rupture 'about a month ago'. Limited information provided. No pt info or iab info available. Rn confirmed that blood was noted in he driveline and iab was removed without complication within 30 mins. No iab was saved for returned".